Event description:
During parotidectomy/neck dissection spinal accessory, nerve was severed. Nerve was sewn together with no further incident.

Manufacturer narrative:
(B)(4). Eval, method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.